Manufacturer narrative:
We received information from our local service organization indicating that after the reported incident occurred, the identified patient monitor and associated power supply was tested for electrical leakage current. A replacement power supply was also measured for comparison. The results provided from our local field service office indicated that a measured difference was found with the enclosure leakage current between both power supplies tested. The field service report also indicated that the outer plastic case of the power supply was found to be damaged (cracked). We have requested the return of the power supply for evaluation and additional testing. We will update this case when we have completed our investigation.

Event description:
We received notification for our local field representative involving a customer site, where it was reported that a patient received an electrical shock after touching our power supply that was connected to one of our patient monitors. No report of injury was indicated.